Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the adhesion of foreign material/dirt on the electrical contacts of the video plug or the corrosion of the electrical contacts of the video plug. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the endoscopic image of the subject device flickered due to poor connection in cable. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is probable that the cable was partially broken, causing a connection failure with the cable and flickering of the image. Partial disconnection of the cable is thought to be due to user handling.